Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient received a shock due to oversensing. The pace/sense portion was capped and replaced. Defib portion of the lead remains active. The patient is stable.